Event description:
The pt had a post op reaction after knee surgery in 2003. Cultures taken were positive for pseudomonas and enterobacter cloacae. A second surgery was required to clean the affected area and remove the implants. An allograft was not used in this procedure. This device is used for treatment.